Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm stated that upon first testing the iabp was unable to reproduce the reported issue; however the stm was able to verify the alarms in the iabp¿s diagnostic error log. Additionally, the stm ran a simulated treatment without incident. Upon further evaluation, the stm identified what appeared to be old traces of saline on the motor controller board, specifically on r33, c19 and c20. To address the issue the stm replaced the motor controller board and was able to run simulated treatments without issue. The stm powered unit off and on several times without issue. The stm then performed a calibration and all functional and safety test which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use in a patient; upon powering up the cs300 intra-aortic balloon pump (iabp) an "electrical test fails code 50" surfaced. The iabp was swapped to continue therapy. There was no patient harm or injury and no adverse event was reported.